Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log could not identify any issues that would confirm the reported problem. The device was found in specification in relation to the customer reported inaccurate delivery which was not reproduced. Evaluation performed flow testing and found the device to deliver within specification. Troubleshooting of the device found no abnormalities that would induce the reported issue. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate delivery during therapy. The pump was programmed for an unknown medication at 100 ml/hr to be empty at the end of 1 hour. In 30 minutes the pump showed infusion complete with fluid still in the bag. This was reported by the nursing department. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.